Event description:
We received a report concerning a male pt who reportedly experienced unspecified corneal damage and vision loss after using blink contacts. The report indicated the pt had three corneal transplants prior to using blink contacts. After the second transplant cancer calls were found; a third transplant was performed. Visual acuity after the third transplant was given as 13 cms distant vision. The pt purchased the product on (B)(6) 2013 and used the product twice a day for two and one half days. He initial felt better but his corneal irritation worsened and he discontinued use. On (B)(6) 2013 he saw a doctor. The doctor said he had a corneal injury and his left eye visual acuity was below 0.2. He was treated with panadol and duratears. On (B)(6) 2013 he went to an emergency room and was given a (bandage) contract lens to protect his left cornea. On (B)(6) 2013 he saw transplant doctor who reportedly stated his corneal cells 'were completely dead' and chances of recovery were very low. The transplant doctor did not prescribe blink contracts, it was recommended by the pharmacist where it was purchased. It was reported the pt's transplant doctor attributes the pt's event to use of blink contacts. The surgeon declined to provide any additional info due to pt confidentially. It was reported that the pt discarded the complaint unit; it will not be returned.

Manufacturer narrative:
(B)(4); unspecified corneal damage. A review of the mfg records for the reported lot was performed; no deviations were noted and product met all specifications. Chemistry evaluation results of retained unit from the reported lot were within specifications. All pertinent info provided to the MFR has been submitted.